Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Event description:
It was reported that the bd autoshield¿ duo safety pen needle leaked medication onto the consumer's skin after use. The pen was reportedly removed from the refrigerator "10 minutes" before application, and the application button was held for "10 seconds" before removing. The following information was provided by the initial reporter, translated from portuguese to english: claimant reported that from the first day of use, he noticed that there was a leak. She said she was using the bd autoshield duo needle, which is supplied in the kit, but that when she switched to a needle she already had at home (bd ultrafine 4mm x .23mm, there were no more leaks. Still, she said she the take out the pen of the refrigerator, about 10 minutes before applying, cleanse, place the needle, remove the protective cap, adjust the dose, position on the skin, press the application button, hold for 10 seconds and remove from the skin. Said she has medicine on the skin, well more than a drop.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd autoshield¿ duo safety pen needle leaked medication onto the consumer's skin after use. The pen was reportedly removed from the refrigerator "10 minutes" before application, and the application button was held for "10 seconds" before removing. The following information was provided by the initial reporter, translated from (B)(6) to english: claimant reported that from the first day of use, he noticed that there was a leak. She said she was using the bd autoshield duo needle, which is supplied in the kit, but that when she switched to a needle she already had at home (bd ultrafine 4mm x .23mm, there were no more leaks. Still, she said she the take out the pen of the refrigerator, about 10 minutes before applying, cleanse, place the needle, remove the protective cap, adjust the dose, position on the skin, press the application button, hold for 10 seconds and remove from the skin. Said she has medicine on the skin, well more than a drop.